Event description:
A tech reported that a pt was undercorrected following lasik surgery. Add'l info was requested on multiple occasions, but no add'l details were provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).